Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a dermik medical advisor and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy 3 weeks ago (nos) into the region of the nasogenian furrows. No relevant history was reported and concomitant medication info was not mentioned. On an unk date, the pt developed one inflamed, hard, and very red patch on both sides of her face. No treatment was provided. At the time of this report the event remains ongoing.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter's causality assessment: possible.